Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the harmonic ace insert from the hospital in a damaged condition. No information concerning the defect(s) was provided to isi. Additional information was requested, but no additional information was received.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the teflon pad was torn down the middle 0.35 long. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The teflon pad damage found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.